Event description:
It was reported that a device was removed in (B)(6) 2012 due to infection. The reporter stated that the device was for the patient's 12-year history of chronic pain and failed back syndrome related to a work injury. Three weeks later, it was reported that the device had helped the pain the patient had been having, but he "did not want to go through another stimulator procedure." A follow-up report will be made if additional information becomes available.

Event description:
Follow up information received reported that the patient's infection was confirmed by blood test. The patient could not recall the symptoms associated with the event but it was noted that they did take 'medicine' and did recover from the infection. Further follow up information received clarified that the patient did not have this manufacturer's device but one from different manufacturer. That device was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 due to the infection issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).